Manufacturer narrative:
Pending evaluation. Concomitant medical products: 38mm humeral liner; +0 humeral tray; 38mm glenosphere; standard baseplate.

Event description:
As reported, this (B)(6) female complained of continuous pain and limited motion and had a surgical shoulder revision (B)(6) 2020 due to continuous pain and limited motion. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) with review of all the available information, there is no allegation against the device¿s design, manufacturing or the labeling of the devices. The devices were not returned for evaluation. The most likely cause of the pain was use error/"joint stuffed too tightly." Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, this 82 y/o female complained of continuous pain and limited motion and had a surgical shoulder revision on the right side on (B)(6) 2020 due to continuous pain and limited motion. The surgeon thinks the implants were overstuffed, too tight. Patient was last known to be in stable condition following the event. (D6) if implanted, give date: (B)(6) 2018.

Event description:
As reported, this 82 y/o female complained of continuous pain and limited motion and had a surgical shoulder revision on the right side on (B)(6) 2020 due to continuous pain and limited motion. The surgeon thinks the implants were overstuffed, too tight. Patient was last known to be in stable condition following the event.